Manufacturer narrative:
Qn#(B)(4) n/a other remarks: n/a corrected data: n/a

Event description:
Reported as "persistent system error 7 alarms". The report states that during initiation of therapy, the pump emitted "persistent system error 7 alarms". "The control module cable was disconnected and reconnected at both ends while the power was recycled twice. The system error 7 alarm persisted and the pump control keys became nonfunctioning. I assisted [the user] with exchanging the pump. The second pump is pumping without alarms or issues." No patient harm or injury. The patient status is reported as "critical".

Manufacturer narrative:
(B)(4). The reported complaint of "pump stopped pumping without alarms" is not able to be confirmed. No part or recorder strip was returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "persistent system error 7 alarms". The report states that during initiation of therapy, the pump emitted "persistent system error 7 alarms". "The control module cable was disconnected and reconnected at both ends while the power was recycled twice. The system error 7 alarm persisted and the pump control keys became nonfunctioning. I assisted [the user] with exchanging the pump. The second pump is pumping without alarms or issues." No patient harm or injury. The patient status is reported as "critical".

Manufacturer narrative:
(B)(4). In section d provided the full UDI #: UDI related data quality updates only. Other remarks: n/a corrected data: n/a

Event description:
Reported as "persistent system error 7 alarms". The report states that during initiation of therapy, the pump emitted "persistent system error 7 alarms". "The control module cable was disconnected and reconnected at both ends while the power was recycled twice. The system error 7 alarm persisted and the pump control keys became nonfunctioning. I assisted [the user] with exchanging the pump. The second pump is pumping without alarms or issues." No patient harm or injury. The patient status is reported as "critical".